Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope savory wire was stuck inside the scope and could not be removed. Moreover, the plastic tip protector had not been removed from the wire before the provider inserted it into the scope. The issue was found during percutaneous endoscopic gastrostomy (peg) tube therapeutic procedure and the procedure was completed with an olympus back-up device. There were no reports of patient harm.